Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an ongoing issue understanding connection and relevance of numbers of bars to show recharger connection. The programmer showed the 375 error code indicating the device needed to be charged. They also reported the patient experiences burning sensation/pain when charging. Unknown if any factors led to the issue. The issue was not yet resolved.